Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an intermittent "speaker malfunction" inop and no sound was coming from the speaker. No death or patient / user injury or harm was reported.